Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was a lead polarity switch with right atrium (ra) lead with oversensing and noise seen on the atrial electrogram (aegm) and unipolar impedance higher than bipolar impedance. The physician questioned fibrosis vs. A lead fracture. It was also reported that lead monitor warning on the atrial lead showed high pacing impedance. It was also noted that bipolar impedance was now higher than unipolar impedance and both had increased since the last check. It was further reported that the patient has been in chronic atrial fibrillation (af). Therefore the physician changed programming mode to vvi with inactivated the atrial lead that had the problem. No patient complications have been reported as a result of this event.